Event description:
Material#: 309657 batch#: 4220716. It was reported that the bd luer-lok had scale marking issues. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Customer micu department reported today that they have been receiving 3ml syringes, o#919877 without the tic marks on the side of the syringe for measuring the volume in the syringe.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) - supplemental MDR - scale marking issue. One sample was provided to our quality team for investigation. Upon evaluation, it was observed that the syringe was missing scale markings entirely on the barrel. The condition observed is non-conforming per product specification. The potential root cause for the missing print defect is associated with the marking process. Furthermore, a device history record review was completed for provided lot number 4220716. One notification for this defect was written during the production of this batch. A requalification was performed, and the line was cleared of defects. However, it is possible that a limited number of pieces were able to escape detection under this condition. These conditions are occurring below their expected frequency. Therefore, no corrective action is required at this time.

Event description:
No additional information was provided.